Event description:
A report was received that a pt was experiencing charging difficulties. The pt reportedly lost a lot of weight and her ipg was on the surface of the skin. The physician performed a pocket revision in 2009. The ipg was pushed deeper in the pocket. Additionally, the physician performed lead revision to give the pt better pain coverage.

Manufacturer narrative:
The pt remains implanted. This is the final report.